Event description:
Customer reported that the tubing cracked. It is unknown when the reported condition occurred. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample that was connected to a syringe was sent in for an evaluation. During a visual inspection a hole was detected in the tubing and the set failed a pressure test at 8psi. The reported condition was confirmed. The cause for this reported condition is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required. A batch review cannot be performed since there was no lot number provided. (B)(4)

Manufacturer narrative:
The sample is available for evaluation but has not yet been received by baxter. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4)